Event description:
Mesh implant 13 years ago for incisional hernia repair (post gall bladder surgery in 1990, not key hole surgery). Had a paralytic ileus post surgery. Then developed ibs, now having stomach pain followed by left sided abdo pain and worsening diarrhoea; it is not diverticulitis, colonoscopy one year ago, no fever, no raised wbc during attacks. Now on a very restrictive low fibre diet. I'm having intermittent stomach pain then later left sided abdo pain and severe diarrhoea and nausea. Unrelated to this, I am a non insulin dependent diabetic with hbp and ra and oa, spinal stenosis and cfs / fibromyalgia (raised epstein barr titres). I am (B)(6) years old now and unable to work because of the abdo pain and diarrhoea.